Event description:
A peritoneal dialysis (pd) patient experienced peritonitis (reported as staphylococcal infection) manifested by flu-like symptoms and abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient presented to the emergency room for the events; however, the patient was not hospitalized. The patient was treated with vancomycin (once every 3 to 4 days, intraperitoneal for two weeks) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was discontinued, and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unknown date in oct2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.